Event description:
Additional information received stating, the piece that fell off was the strain component. The patient could not maintain a fill. A non-invasive "workup/eval " performed, but they were unable to determine cause of problem. During laparoscopy, the port was accessed and filled with saline. The tubing and portal of the pump did not leak when filled. It was noted that fluid built up behind the lap band around the ge junction. Per the op report, this means that there must be a small hole in the lap band itself. This was not confirmed.

Event description:
Additional information has been requested regarding event and device return status, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4)